Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during surgery, they noticed that lens was defective. The procedure was completed on the same day. Additional information has been requested and received stating that lens got stuck in the inserter halfway in the eye, lens had to be removed. New lens was inserted. As per the physicians opinion, the event occurred due to the inserter and the cartridge. No patient harm. Symptoms resolved. Patient was happy with the outcome of the surgery.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation of the report lens getting stuck during delivery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.